Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and verified that the blood pressure zero function operates according to factory specification using direct or fiber optic transducer. The fse determined that it was an operator error and that staff needed to be educated on the iabp. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) was unable to zero pressure while using fiber optic balloon. Bp (balloon pressure) readings were displayed. Patient received therapy until no longer needed. Pump and balloon were removed and patient's outcome was good. No patient harm or serious injury was reported, and there was no adverse event reported.